Event description:
It was reported that during an ureteroscopy procedure, the fiber was not connecting, and it was described to be broken. A new fiber was chosen to replace the damaged fiber to continue with the procedure. The procedure was completed without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an ureteroscopy procedure, the fiber was not connecting, and it was described to be broken. A new fiber was chosen to replace the damaged fiber to continue with the procedure. The procedure was completed without patient complications.